Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient could not get all 8 coupling boxes and the ins was not charging very fast. They tried repositioning the antenna over the ins and turned the dial through all 4 positions. The patient was able to get 6 coupling boxes. The ins became fully charged on the call and they said they would call back if they got poor coupling when trying to charge again. The issue was not resolved. No patient symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the wires inside the black cord leading to the recharger were becoming exposed at the point where the cord met the recharger. It was stated the issue had been resolved.